Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter in or around 2004 due to a blood clot in the leg. Approximately seventeen years later, the patient underwent a computed tomography (CT) scan and the filter subsequently was found to have fractured into multiple pieces resulting in caval perforation. Fractured struts migrated and became embedded in the patient's right ventricle and surrounding tissues. The patient has experienced pain and mental distress as a result of the product problems. Approximately one month after the CT scan, the patient underwent a complex medical procedure to retrieve the filter. The filter was successfully removed, but fractured portions of it could not be removed and remain embedded inside of the patient's body. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Section e3: non-healthcare professional investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, vena cava (vc) perforation, embedment, complex removal, migration, pain, and mental distress. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported pain, and mental distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d3/g1 (email). Additional information: a2, a4, b5, b6, b7, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation, vasculitis, v-fib, retained struts/proximal embolization to right ventricle, anxiety. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported vasculitis, v-fib, retained struts/proximal embolization to right ventricle, and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 30apr2025 as follows: patient allegedly received a gunther tulip filter approximately 2003/2004 due to blood clots. Approximately seventeen or eighteen years later, patient underwent a percutaneous filter retrieval due to organ perforation. Patient is alleging vena cava and organ perforation, device fracture, vasculitis and ventricular fibrillation (v-fib), and retained struts in right ventricle. Patient notes and further alleges experiencing "stress and anxiety as piece in my heart can potentially dislodge". Per a report from CT: "heart, pericardium and aorta: three linear metallic fragrnents are present within the right ventricle, corresponding to the fractured struts of the ivc filter. One of the fragments abuts the inferior wall of the right ventricle anteriorly towards the apex and may be embedded. The other two fragments are adjacent to the septum near the apex and appear to be either tangled within or embedded within papillary muscles. No evidence of fragment migration in the pulmonary outflow tract or pulmonary arteries". Per the retrieval report (successful): "malposition ivc with filter fracture and proximal embolization". "This is a patient who has an inferior vena cava filter that was placed many years ago. The patient has known caval perforation by filter struts. Patient has been previously diagnosed with duodenal perforation. Plan is for ivc filter removal". "Patient has a patent inferior vena cava and the filter appears patent with no significant retained thrombus. Filter legs obviously external to the cava and there are at least 2 filter fragments seen within the tissue surrounding the cava". "The 5 french angled glide catheter was buddy wired next to the trilobed snare and the bentson wire was snared through the legs of the filter. This was used to pull the neck of the filter out of the wall of the vena cava. The wire was released, and neck was pulled into the 12 french sheath. The 12 french sheath was then advanced, and the filter released and was removed from the vena cava. The 2 segments of filter that were either external to the vena cava or embedded in the wall that were previously fractured were left. An angled glide catheter and wire were used to ensure that the filter pieces were not in gauge double and could not be moved within the ivc. Completion imaging showed no extravasation. The catheter removed. The trilobed snare was then again deployed and used to engage the hook of the filter. Traction was applied and the filter was retrieved through the sheath. The filter was sent to pathology. Additional imaging was then performed. The angled glide catheter was used to try and manipulate the retained filter fragments. These were obviously extravascular. Completion imaging showed no evidence of extravasation of contrast".